Event description:
Hcp report to manufacturer's representative that upon interrogation of pump both pump is in safe state and resent occurred messages appeared. Patient reports a slight increase in tone. Dose was set at safe state dose of 12.7 mcg/day and 275 mcg/day was the intended dose of baclofen 2000 mcg/ml. No volume discrepancy was noted when pump reservoir volume assessed. The pump was programmed back to the intended dose.